Event description:
The device was used during a partial lobectomy procedure. Reportedly, the cartridge partially disengaged from the instrument and the instrument could not be closed. The incision was enlarged to remove to device. The cartridge was reloaded into the jaws and the device was placed on tissue and fired without further incident.